Event description:
A call to patient services was made on 7/1/2013 stating that during the explant of the old device, they discovered that the wire of this lead was broken. The lead was implanted on (B)(6) 2007 and is still in active implant. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).